Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue; up arrow, down arrow and ok buttons. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/26/2016 with the following findings: on investigation the keypad cover was intact and without damage. On testing, the ok button was unresponsive. The keypad cover was removed and did not reveal any evidence of damage, defect or contamination of the button contacts. The pump was opened for further investigation revealing moisture on keypad flex connector. Investigation confirmed the complaint.